Event description:
It was reported that, the handheld pulse oximeter display was missing segments. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One handheld pulse oximeter was returned for evaluation. Visual inspection was performed and externally, no anomalies were found. Internally, the battery contacts were not properly positioned. Performance tests were done and the unit started normally. It was then verified that segments were missing in the percent spo2 area, the time/date, and the limits set. The unit was then disassembled and the flex cables to the membrane keypad and the lcd display were cleaned. Afterwards, the device started functioning normally using dc power supply and there were no missing segments. The probable root cause was a poor connection of the lcd display flex cable.